Event description:
On (B)(6) 2010, the pt underwent a revision of an ileostomy. Prior to implant, the veritas patch had been soaked initially in cold water with bacitracin antibiotic and warm saline was later added "part way through the case." The procedure was reported to have lasted over 3 hours. It was noted that the saline warming cabinet did not have temp indicator making it impossible to know the temperature of the warm saline at the time of use. The veritas patch was not deformed prior to implant and was implanted using four (4) corner stitches with a 0 pds suture loaded on an unspecified "non-cutting" needle. Approx 3 days post implant, while wearing and external abdominal wrap, the pt reported that he had felt something "let go inside." A CT scan revealed re-herniation at the original hernia repair site. The pt was taken back to operating room where it was noted that the suture line had ripped from the pt's right side from the 11-5 o'clock position both superior and inferior. The veritas patch was reported to be "soft and mushy and would not take suture." The physician decided to leave the veritas patch in place and implanted an alternative surgical mesh over the top of veritas in situ. A vac was placed and the pt was prescribed systemic antibiotics. The pt's current status is reported to be "good, discharged, and at home." Following the procedure, the user facility checked the temperature of the saline in the saline warming cabinet and found it to be "warm and not hot in the cupboard."

Manufacturer narrative:
The device history record was reviewed. According to the device history record, the device met spec at the time of manufacture.